Manufacturer narrative:
The actual complaint product was not returned for evaluation. Root cause could not be determined. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 16 oct 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4).

Event description:
It was reported that there was an unexpected disconnection of an introducer part during a radiological percutaneous gastrostomy procedure. When removing the guidewire from the introducer, the dilator of the introducer remained inside the patient's stomach, without means to recover it. An abdominal-pelvic CT scan showed the presence of a 15cm intra-gastric foreign body. There was no immediate clinical consequence to the patient. The patient was transferred to endoscopy for removal of the foreign body. No further information provided.